Event description:
I was treated for erectile dysfunction with a shockwave device called "gainswave." It was done at my local urologist. After only one treatment, I developed hearing loss and tinnitus. It has been 1.5 years and my hearing has not returned to normal. Https://gainswave.com/. FDA safety report ID # (B)(4).